Event description:
Customer reported a past incident of low blood glucose levels, with the lowest recorded level being 50 mg/dl. Cause was not known. The customer consumed glucose tablets to address the low blood glucose event. The control-iq feature on the customer¿s pump was active. Technical support advised the customer to consult with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer acknowledged this recommendation.